Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was not allowing sign-in without a witness, nurses delayed from signing in and received error message. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen pop up¿ biometric identifier device requires maintenance¿. A field service engineer (fse) worked with the customer on the issue and reached out for support. Found the issue was related to the 1.11 upgrade. It needed to be fixed by technical support specialist (tss). Tss provided no repair information after multiple follow ups. The case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was not allowing sign-in without a witness, nurses delayed from signing in and received error message. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.